Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 02:54:20. During night drain cycle seven, the patient's ultrafiltration reading was 1512ml, indicating the patient drained 1512ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed that the event does not meet criteria for an iipv (increased intraperitoneal volume). Upon conclusion of the investigation, it was found that this event was not an iipv. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.